Manufacturer narrative:
Complaint conclusion: as reported, after use of a 5f mynx control vascular closure device (vcd), the patient had to undergo surgery the next day as parts of the plug were stuck in the artery. Hemostasis was achieved by the mynx control. Ultrasound was used for a secure close. Ultrasound was used to confirm balloon placement, the balloon was positioned at the inner vessel wall. The closure appeared to be perfectly fine on the table after closure. As a consequence, the patient¿s hospital stay was prolonged. There were no multiple sheath exchanges. A procedural sheath that is greater than 7f was not used prior to introducing the mynx. It was confirmed that the plug was deployed intravascularly through surgery (ischemia). There was no calcification around the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. An unknown 5f sheath. The mynx vcd was used in an interventional procedure with an antegrade approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot f2229926 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant inaccurate placement (intravascular)¿ could not be confirmed as the device was not returned for analysis and procedural images were not provided. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, patient factors during the recovery period may have contributed to the intravascular deployment reported since there were no issues noted via ultrasound after closure. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ neither the phr review, nor the information available for review suggests a design or manufacturing related cause for this reported event/product. Therefore, no corrective/preventive actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after use of a 5f mynx control vascular closure device (vcd) the patient had to undergo surgery the next day as parts of the plug were stuck in the artery. Hemostasis was achieved by the mynx control. Ultrasound was used for a secure close. Ultrasound was used to confirm balloon placement, the balloon was positioned at the inner vessel wall. The closure appeared to be perfectly fine on the table after closure. As a consequence, the patient¿s hospital stay was prolonged. There were no multiple sheath exchanges. A procedural sheath that is greater than 7f was not used prior to introducing the mynx. It was confirmed that the plug was deployed intravascularly through surgery (ischemia). There was no calcification around the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. An unknown 5f sheath. The mynx vcd was used in an interventional procedure with an antegrade approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was discarded; therefore, it will not be returned for evaluation.